Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Phrenic nerve stimulation was also noted. This lead was abandoned surgically. No additional adverse patient effects were reported.